Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, stated that iol cracked while loading in injector during insertion with patient contact. The procedure was completed on same day.

Manufacturer narrative:
Additional information was provided in e.1., h.3., h.6. And h.11. A facility representative reported stating lot unk- lens damage by company handpiece injector. A sample was not received at the manufacturing site for evaluation for the report of lot unk- lens damage by company handpiece injector; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).